Event description:
While prepping for a coronary drug eluting stenting treatment procedure, a damaged stent was found. The taxus express2 2.75 x 28mm drug eluting stent was removed from its package and the "nose of the stent was crimped." The procedure was completed with another taxus stent. No patient complication occurred. Patient status is satisfactory.